Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: g1 h6. The following sections were corrected: b2 h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and disassembly or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 5 years and 3 months after initial implant. The device will not be returned. There is no other information available.

Manufacturer narrative:
D10. H10. Concomitants: (B)(6) 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-29 - three peg patella 29mm. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.